Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03955.

Event description:
It was reported that the patient has underwent an initial shoulder arthroplasty approximately 2 weeks ago. Subsequently, the gold mini baseplate inserter handle tip fractured off during baseplate impaction. The grey taper impactor fractured as well upon impaction of taper adapter to glenosphere.

Event description:
It was reported that the patient has underwent an initial shoulder arthroplasty approximately two (2) weeks ago during the surgery, the instrument fractured at the tip. No patient impact or consequences were noted. No additional information is available.

Manufacturer narrative:
(B)(4). Visual examination identified impact marks to the strike plate and damage to the handle. The plastic tip has visible damage and has fractured in half with only one half being returned. Scanning electron microscope analysis there are multiple indeterminate fracture initiation sites. Fracture surface artifacts of hackle marks and river lines indicate a brittle overload fracture device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.